Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead was exhibiting low out range pacing impedance measurements of less than 200 ohms. An insulation abrasion of the ra lead was thought to have occurred. At this time the ra lead remains in service and there have been no adverse patient effects reported.